Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that 4 days following an ablation procedure, during a follow-up CT scan, it was noticed that an area outside the ablation zone may have been ablated. No patient harm was related to this issue and the patient status is good. Initial evaluation of the incident electrode by covidien found the insulation was damaged. The electrode failed hipot testing.